Event description:
Emergency room personnel were attending to a pt, condition unk. Allegedly during an attempt at monitoring the pt, the device displayed a flatline trace in both leads and paddles mode. A back-up device was available and used to continue treatment. There were no adverse effects to the pt as a result of the alleged malfunction.